Event description:
The hcp reported that at an office visit in 2005, the patient reported an approximately 11 day history of increased pain and withdrawal symptoms. A rotor study was performed and revealed "no function of pump". "Patient reports no alarms - on interrogation - no alerts." The patient was given oral medications and the pump was explanted and replaced with a similar device eight days after. The patient recovered without sequela.